Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 2/22/2017 with the following findings:during testing, it was observed that the battery compartment was cracked. Unrelated to this issue, it was observed that the bolus button cover was missing therefore the investigation was unable to test the button¿s response to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 2/22/2017.